Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on the insulin pump were scrolling. Customer's blood glucose was 100 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.